Event description:
It was reported that during a laparoscopic nissen procedure, the device came apart in the patient and the pieces were removed which prolonged the procedure. It is unknown how long the procedure was prolonged. After the procedure an x-ray confirmed there was a small piece left behind. There are no other details available at this time.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you describe what the pieces were? Metal, plastic, suture, etc.? Were the pieces part of the reload or device? When in the procedure did this occur? During knotting, manipulation or the driving phase? What are the surgeon's standard steps of use? Specifically, while firing the device (placing the knot), what is the surgeon doing with his off hand? Was it a big bite? How familiar with the device is the surgeon? Was anything unusual heard or observed? Was any torque applied to the device? What is the patient's current status? Are there any plans to remove the piece at a later date?

Manufacturer narrative:
(B)(4). Conference call took place with account contacts and ethicon risk manager: the patient underwent a lap nissen and a lap hernia repair. After the cartridge broke, the surgeon searched for the piece, but was unable to locate it and proceeded to complete the case. The surgeon's plan was to remove the piece after the patient got his strength back; however, post operative the patient had a heart attack. A possible leak from the stomach or esophagus. The patient is a (B)(6) male diabetic with hypertension. The patient is now in rehab.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the surgeon believes the piece is the reload. The patient has experienced post operative complications including a cardiac arrest; however, they do not know if it was related to the difficulty experienced with the device or his preexisting condition. The reload is broken into multiple pieces and they are not sure if any piece remains in the patient. Attempts are being made to obtain additional information. The analysis results found that device (a) was received in good visual condition without a cartridge loaded. During visual inspection, it was observed that there were no missing pieces on the device. In an attempt to replicate the reported incident, the device was tested for functionality with a test cartridge. Upon functional testing of the device, it was examined and was found to be functional. The device was then reloaded with a test cartridge, cycled, fired, and properly formed the knot. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received in good visual condition without a cartridge loaded. During visual inspection, it was observed that there were no missing pieces on the device. In an attempt to replicate the reported incident, the device was tested for functionality with a test cartridge. Upon functional testing of the device, it was examined and was found to be functional. The device was then reloaded with a test cartridge, cycled, fired, and properly formed the knot. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # (B)(4) (mfg date: 9/14/2010 exp date: 8/14/2015).

Manufacturer narrative:
(B)(4). Ethicon medical director provided the following summary of the event: "this is a (B)(6) male who had a very large pera esophageal hernia for which the initial operation was exceedingly challenging. While it¿s impossible to tell at what point in the procedure the patient suffered the esophageal injury that has resulted in his prolonged illness, it certainly was not due to the instrument issue and subsequent search for the missing material. In these situations of large pera esophageal hernias, the injury often occurs during the dissection of the hernia sac from the esophageal surface. The op note makes no mention of the use of identifying intra-esophageal modalities such as bougies or nasogastric tubes. The op note also specifically discusses the significant and worrisome amount of tension created during the closure of the hiatal defect. Of note, it was the very last firing of the suture assist device in that high tensioned area of the hiatus (which the surgeon had previously abandoned due to the tension) that is related to the instrument issue. In my opinion, the surgeon may have overstressed the instrument¿s capabilities while trying to pull together weak, thinned out and tense crural fibers. Since he had already abandoned this approach and taken secondary, mitigating steps, it is uncertain why he attempted this final confounding stitch."